Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the under infusion, which was reproduced during evaluation. The device under infused less than 10%. This was due to the travel of pressure plates being out of specification. The device was reworked.

Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimentric high flow test at 800 ml during preventive maintenance testing. It was also reported there was no patient involvement.